Event description:
Healthcare professional reported right side "capsular contracture grade IV right" and "right breast implant with lobulated contours, low amount of peri-implant fluid." Device remains implanted.

Manufacturer narrative:
Continued e.1 address: (B)(6). Continued e.1 phone: (B)(6). Continued e.1 fax: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: seroma-late, capsular contracture baker grade IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a5a, b3.

Event description:
Healthcare professional reported right side "capsular contracture grade IV right" and "right breast implant with lobulated contours, low amount of peri-implant fluid." Device remains implanted.